Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to dislodgement. Due to chronic afib, physician decided not to replace the lead. No adverse patient side effects were reported. Should additional information be received, this file will be updated.